Event description:
Same as MDR ID 2134265-2012-06538. It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery (rca). Three ion stents were implanted in the middle to proximal region of the right coronary artery. The last stent implanted was an ion mr 24mm x 2.75mm stent that was deployed at 16 atm. A nc quantum apex mr 20mm x 3.00mm balloon catheter advanced partially into the first implanted stent to perform post dilation and the balloon catheter jumped forward ostium through the second ion stent and hit the third 24mm x 2.75mm ion stent causing stent damage. Post dilation was performed on all three ion stents with the same nc quantum apex balloon catheter. A 2.75x12 ion stent was deployed at 16 atm to cover the damaged ion mr 24mm x 2.75mm stent. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).